Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection of the stem found it to be free from notable damage. No scuffing or scratches were found on the neck, stem, or porous coating. Dimensional analysis was performed on the stem. All measured features were found to be within specification. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was reported that the porous coating of the stem appeared to be thicker than the alternate stem. The surgeon planned to use an 8 x 136 hi stem. The surgeon rasped the femoral canal as described in surgical technique. After trailing and length test was performed, the surgeon removed the trial rasp. The surgeon then proceeded to insert the desired femoral stem. The surgeon noticed that the stem to canal fit was too tight. Therefore, the surgeon then removed the stem and rasped the canal up to 9mm. The trial rasp was removed and the previous stem was inserted. The stem to canal fit was still too tight. The surgeon was prepared to rasp up to 10 mm, however, the canal was too small to rasp up to 10mm. The surgeon then requested an additional 8 mm stem. The surgeon noted that the porous coating on the first stem appeared to be thicker than the coating on the second stem. The second stem was inserted and fit properly. Attempts have been made, and no further information has been provided.